Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) and small particles on the cartridge tube compatible with handling the device and suggesting the cartridge was handled/prepared for surgery. The intraocular lens (iol) was observed at the loading zone. A crack was observed at the cartridge tube that could be related to the handpiece pushrod. The cartridge's tip was observed bent. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was loaded into the cartridge as per instructions. On insertion into the patient''s eye, it was noted that the tip of the cartridge was broken. The backup lens was used and the outcome was reported as being good. Reportedly, there was a five (5) minute delay to the procedure. No further information was provided.